Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that when changing the battery and tightening the battery cap, a crack on the back of the battery compartment was observed from the top extending past the line on the back of the pump where it says 1.5v. There was no damage to the battery cap and no corrosion to the pump reported. The patient continued to wear the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.